Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 70mm abdominal aortic a neurysm.  It was reported the patient presented emergently , the patient was symptomatic and had a type ia endoleak. The physician repaired the type ia endoleak with an aortic cuff extension on the same day.  As per the physician the patient aortic neck lost proximal seal due to disease progression. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.